Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number provided was not valid.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 438 mg/dl, while wearing the pod between 36 and 48 hours on the arm. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated with correction bolus.